Manufacturer narrative:
Preliminary analysis: the waist pack was visually inspected for any anomalies and the issues. Torn waist pack was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear on the battery pocket of the waist pack. The reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to, deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery pocket of a patient's waist pack was torn. The event was associated with user annoyance but with no other patient consequence. The device was exchanged. No further information will be forthcoming from the site.